Event description:
The following has been reported: (B)(6) 2026 performed in depth cleaning of the pump. Pump is still flashing red. During power up there are additional sounds the pump is making. Sending to depot for repair. Confirmed pump problem error wait for log review. Pneumatic fail at startup. Logs reviewed at (B)(6) repair depot. Preliminary investigation: pneumatic compressor fail failed to charge negative. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing. Final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 16:00 and (B)(6) 2026. Pulled from heratherm @ 04:00 (B)(6) 2026. Accuracy test - pass. Electrical safety test - pass. Provision pump to (B)(6) server. Return to service. Provisioned pump. Software update complete. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.